Event description:
Caller states the pt tested approx 4.0 inr on the device while a comparison lab returned as approx 8.0 inr. No treatment info provided. No adverse event reported. Requested return of suspect system, however, caller states strips are not available for return. Comparison performed in a medical facility.